Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00249 (avaulta anterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior."

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.